Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that there was a power loss alarm with the customer's device. The customer's blood glucose level at the time was unknown. Troubleshooting was conducted, and it was reported that the device will be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The power loss, low battery and error alarms were confirmed in the long trace. The pump was also received with minor scratches on the lcd window and case.